Event description:
Patient presented to the physician with swelling and pain in the neck area when using therapy. Physician brought the patient into the operating room, removed the ipg, sensing lead, and a portion of the stimulation lead, and closed.